Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) inappropriately withheld treatment for an episode of ventricular tachycardia (vt) due to wavelet withholding, resulting in an extended arrhythmia. The ICD was reprogrammed, and remains in use. No further patient complications have been reported as a result of this event.